Event description:
The patient's father contacted animas alleging that the pump self-rebooted several times on day of call. The reporter mentioned he replaced the pump's battery; however, issue not resolved. At the time of troubleshooting, the reporter confirmed no visible damage to pump or battery cap. The reporter also confirmed battery cap was secured to pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 11/21/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.